Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported by a (B)(6). That during insertion the wire guide separated in two parts. User had to remove the catheter and inserted a new one (subclavian). No clinical consequence reported for the patient except the discomfort of a second insertion.